Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of system error 24502 during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An event history log review was performed, and it was noted that there was evidence of the customer reported alarm ¿system error 24502¿. The reported condition was verified. System error 24502 is an intended alarm that goes off when there has been 2 or more attempts at programming an infusion outside of the allotted limits. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.